Event description:
A doctor's office alleged that an employee had experienced a reaction with symptoms of itchiness, redness, rashes, and rough elbows on both arms after using a caviwipe to wipe her arms.

Manufacturer narrative:
Specific patient information such as age and weight was not provided. The employee used an over the counter hydrocortisone cream and olive oil; however, the symptoms remained the same. The employee sought medical attention with an allergist where she was diagnosed with contact dermatitis or some form of transient eczema. She was prescribed a cortisone cream. To date, the employee is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.